Event description:
Proceed mesh was used in my hernia operation. It was a 12 inch piece placed in my lower abdomen. I was sick with nausea, pain, fever for one year, until it was removed in 2005 at the medical center. Several doctors confirmed that my bowel was coming thru the mesh in 5 or 6 places. I was hospitalized several times that year. During that year, I did go to new york pres. Special hosp for surgery and had an appointment with a dr to inquire about gastric bypass. He stated that I would have to have two surgeries or, I would die on the operating room table. He would have to remove the mesh in one because of the bowel protruding, recover from that, then do the bypass. My insurance wouldn't pay for two surgeries. I then contacted the medical center, and spoke to dr(second) who said he would help me. He did the surgery the same month and saved my life. It took him 8 1/2 hrs; 3 1/2 hrs to remove the mesh. He stated behind the mesh was a large sack of black fluid. He told the staff to stay back and he removed it. He said, he sent it away for testing, because he had no idea what it was. It did have an odor. After removing the mesh with the bowel protruding, he started the bypass. I was in intensive care for several days and then a regular room. He had to open me up from under my breasts all the way down to my public bone. I was left opened and packed for 2 months with visiting nurses at my home. I found out that proceed mesh was being recalled. I found out that my mesh was not recalled. I suffered and would have lost my life, if it was not for dr(second) and the removal of that mesh. I fell my mesh should have been on that recall. Dates of use: 2001 - 2005. Diagnosis: abdominal hernia.